Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to verify alarm in the alarm history due to erased history file due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 87 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the mothe customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.